Event description:
During inflation with the catheter, system notice message 50005 occurred (the safety system has detected fluid in the catheter and stopped the injection). The catheter was removed and the physician completed the case with rf ablation. No adverse event occurred.

Manufacturer narrative:
The product was returned and investigated as follows: analysis of failure files confirmed the reported system notice message 50005. Visual inspection showed that there were traces of blood within the balloons. Smart chip verification showed that the catheter had been used for 18 injections. The catheter passed the performance test and the electrical integrity as per specification; also the impedance was within specification. Pressure test revealed a leak through the guide wire lumen. However, the balloon integrity was intact with no breach. Dissection showed a guide wire lumen breach at the coil at 1.39 inches proximal from the tip. This breach triggered the fail-safe system (notice message 50005) and stopped the injection. This report will be recorded and trended.